Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2026, the patient was admitted to the hospital via ambulance with diabetic ketoacidosis (dka) and blood glucose levels reported to be over 400 mg/dl. According to the hospital case manager, the patient¿s dexcom device was not communicating properly with her unspecified insulin pump, which resulted in the patient being placed on an insulin drip in the intensive care unit (ICU). Hospital staff were instructed to remove the dexcom device during treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.